Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reav0766 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheterization was conducted on the patient at 11:30am on (B)(6) 2018, and leaking was found at the wing part when the catheter was used for less than 6 months and the wing was cracked.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of damage to the suture wings was confirmed and the cause was determined to be use related. The product returned for evaluation was a 5fr d/l powerpicc catheter. The sample contained permanent yellow discoloration of the bifurcation and catheter shaft through the 12cm depth marking. The white print, which had originally existed on the molded joint, was nearly worn away. Gross visual evaluation of the molded joint showed that two large circumferentially aligned cracks were seen; one on each suture wing. Microscopic examination of the cracks showed that each crack was rough, granular, topographically complex, and extended through to the catheter tubing. No visible splits within the catheter tubing itself were seen. Tactile evaluation revealed slight tensile strength loss of the suture wings and catheter tubing, which was associated with the yellow discoloration. Functional testing did not reveal a leak through either lumen but the suture wing damage provided for the possibility of leakage. From the observed evidence, it appeared that the suture wing damage had occurred during use and was potentially related to chemical degradation of the molded joint and catheter tubing. A lot history review (lhr) of reav0766 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheterization was conducted on the patient at 11:30am on (B)(6) 2018, and leaking was found at the wing part when the catheter was used for less than 6 months and the wing was cracked.